Manufacturer narrative:
Additional, changed, and/or corrected data: g3 supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient who had two rounds of coolsculpting and the area has started to develop into a larger and firm bulge. The provider is reporting potential paradoxical hyperplasia.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who had two rounds of coolsculpting and the area has started to develop into a larger and firm bulge. The provider is reporting potential paradoxical hyperplasia.